Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts, drive stalls, and a rotational sensor abnormality were observed. The pod was reset, and none of the data abnormalities were replicated. No damages or deficiencies were observed. It could not be determined when the needle mechanism deployed, or how exactly the timeouts, drive stalls, and rotational sensor malfunction affected the pod's functionality. The root causes of the data abnormalities could not be determined.